Manufacturer narrative:
The device was not returned, the system board was removed and returned for evaluation. The malfunction was duplicated and attributed to a faulty integrated circuit on the system board.

Event description:
Complainant alleged that during biomed testing the device failed to power up. Complainant indicated that there was no patient involvement in the reported malfunction.